Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Charger enclosure was dusty and light matted on fans. It was cleaned and installed in test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
System was left on for some time before a case, potentially overnight. Sulfur smell is from bad battery caused by some overheating. Overheating battery due to charger enclosure supplying more power than needed. The charger enclosure was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a spinal procedure. It was reported that the site¿had taken a spin and when it was transferring the ias started beeping and showed a battery icon on the pendant. The battery bar was also on the last bar. The system had been plugged in and charging for long enough before this. The system was rebooted the ias and when it came back up the batteries showed full again and there was no beeping. After the next spin the beeping occurred during the spin again. During all of this, there was a rotten-egg smell coming from the cabinet. There was no reported delay and no reported impact to patient outcome